Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an overstress message. No adverse patient effects were reported. No changes were made and this device remains in service.